Event description:
It has been reported that the ventilator generated an alarm indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Added report number (B)(4) in section h, related report number field.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information, device was repaired by customer, no information about defective part was provided. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The device's logs were not provided for further analysis. The cause of the failure was not established.